Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mm2162 number, and no non-conformances were identified. The following information was requested, but unavailable: lot m2926 is invalid; please provide correct lot number. Did 3 devices, (2 of lot mm2162 and 1 of the other lot) had suture breakage issues in a single procedure?

Event description:
It was reported that the patient underwent a gensling, laparoscopic port site procedure on (B)(6) 2019 and suture was used. During closure the suture material broke when attempted to hand tie. No adverse patient consequence reported. No additional information was provided.